Manufacturer narrative:
Issue was inadvertently reported. This is a non reportable issue. Issue was inadvertently reported. This is a non reportable issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were not accepted by the pump for unspecified reasons. There was no adverse impact to customer's blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.